Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) (B) (4) alleging that his onetouch ultramini meter was reading inaccurately high compared to his feelings and/or normal results. The complaint was classified based on the customer service representative (csr) documentation. The pt reported that on (B) (6) 2010 at 9:15am, he obtained an alleged high blood glucose reading of"6.2 mmol/l (112 mg/dl)" with the subject meter. The csr noted that the pt manages his diabetes with insulin (no adjustments). Shortly after testing, the pt stated he took his usual dose of humalog insulin (5u) and 15 minutes later felt hypoglycemic (symptoms not specified). It is not known if the pt's blood glucose was tested at the onset of symptoms. In response to the symptoms, the pt reported that his wife administered "instaglucose" and contact emergency services (es). When es arrived, the pt claimed his blood glucose was "2.6 mmol/l (47 mg/dl)" when tested with the ems meter. The pt reported that at 10:00am, he was treated with glucose tablets and/or gel by the hcp. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting. The pt was unable to perform a control solution test at the time of the call. Replacement products were sent to the pt. This complaint is being reported because the pt claims he obtained an inaccurate high reading on the subject meter, administered his usual dose of insulin based on the alleged result, and reportedly was treated for severe hypoglycemia by a non-hcp and hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.